Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely the result of physical stress. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the connecting tube was dented, scratches were found on the universal cord, video connector case, video connector, video cable, up/down angulation lock lever, angulation lever, light guide connector, grip, scope cover, switch box, control unit, and connecting tube, the video cable was wrinkled, the light guide connector was corroded, the light guide cover glass was corroded, the up/down plate and grip were sticky, the bending tube was dented, the control unit was corroded, and the light guide lens was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera hysterovideoscope was leaking air from the tip (hole 5cm) distal end of the device. Inspection and testing of the returned device found the forceps channel port was scraped and damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.